Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified. This complaint/MDR was previously reported on pr (B)(4) / 2016493-2016-00891. After further review, it was determined that that the device (8100) is not the suspect. The disposable (pri tubing) is the suspect and requires a new manufacturer report number.

Event description:
The customer reported that, "chemo tubing stopped working part way through cladribine infusion. Rn went into pt¿s room when chemo was scheduled to be finished and found ½ of infusion still remaining. Pump was programmed correctly and tubing was unclamped. New primary tubing added and chemo finished infusing." There was no report of patient harm.